Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ insulin syringe with ultra-fine¿ needle had sterile breach due to the needle tip being exposed through the needle cover. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd¿ insulin syringe with ultra-fine¿ needle had sterile breach due to the needle tip being exposed through the needle cover. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that the needle stabbed the nurse¿s finger during the removal of the needle shield and the needle was through the needle cover and is exposed. The returned syringe was examined and exhibited a bent cannula and a hole in the shield. The customer also provided a photo which exhibited the cannula through the shield, which could cause a needle stick. (B)(4) was initiated by the holdrege plant to address 1ml customer complaints, including cannula separates and bent cannula, and their associated root cause(s). Batch# 7261911 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. A review of the device history record was completed for batch # 7058711. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root causes for needle through shield include -manufacturing process: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production. (B)(4) was initiated by the holdrege plant to address 1ml customer complaints, including cannula separates and bent cannula, and their associated root cause(s). Batch# 7261911 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: yes.